Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this right atrial (ra) lead was inadvertently dislodged during a procedure to explant and replace the patient's dislodged right ventricular (rv) lead. The physician elected to explant the ra lead and implant a new one to complete the procedure. No additional adverse patient effects were reported. The explanted lead was not planned to be returned for analysis. It was noted a snare was used to remove the ra lead due to some difficulties with the extraction process.